Event description:
It has been reported to philips that the system failed to boot up, only a black screen was observed. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was unable to read the operating system disk. The host pc is the main hub of the system, it controls the central system in the allura system. The fse replaced the host pc and reinstalled the system. After replacement of the host pc and reinstallation of the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.